Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited multiple noise episodes. A chest x-ray was performed which revealed no anomalies. The noise would not be reproduced. The patient was asymptomatic and would continue to be monitored.